Manufacturer narrative:
PMA/510(k) #: an additional PMA/510(k) applies as k122558. Investigation summary: unconfirmed: no evidence provided. Investigation conclusion: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced a broken/separated safety device. The following information was provided by the initial reporter: consumer stated after choosing site to administer the cosentyx, spouse removed the grey cap (needle cap) from the syringe covering the needle, pressed down on the plunger feeling some resistance; plunger did not go all the way down, syringe still felt heavy as if the medication was still inside, hands were coated with some wetness (medication) causing spouse to withdraw the syringe to inspect, noticed the purple part was loose (syringe guard) attempting to tighten the loose compartment and instead it came out, consumer missed full dose.